Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use an everflex entrust self-expanding stent with a 6fr 45cm non-medtronic (biotironic) sheath and 0.014 7mm spider fx embolic protection device during treatment of a 250mm calcified and plaque cto (chronic total occlusion-100%) in the patient's proximal right superficial femoral artery (sfa). Slight vessel tortuosity and moderate calcification are reported. Artery diameter reported as 5mm. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). No issues were noted when removing the device from the hoop/tray. The device was prepped as per IFU without issue. Pre-dilation was performed using a 4x150mm nanocross pta balloon. Deployment issues are reported. There was no resistance encountered during delivery to the lesion. The device was passed through a previously deployed stent. The lock-pin was removed after the stent was positioned for deployment. During ratcheting of device for stent deployment a pop was heard. The stent deployment system failed to release the stent. Physician attempted to disassemble the handle and deploy but the string that attaches to silver delivery sheath was not visible. The physician was forced to advance the stent delivery system forward to expose the string which deformed the stent. After releasing the stent from the delivery system the stent was elongated and crossed over the profunda. The physician decided surgery was necessary to remove. Surgical removal performed. No further patient injury reported.

Manufacturer narrative:
Additional information: no damage to previously deployed stent. All components of device accounted for. No vessel damage. Patient status is good. Surgery was successful. No issues with spiderfx used. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was returned with the handle opened. There is a spider fx stuck in the device and the device has multiple kinks and the pullwire broken. Based on the condition of the returned device, the complaint of deployment issues can be confirmed. During analysis of the returned device, it was found the guidewire used was a spider fx device which is 0.014¿ in diameter. The recommended guidewire size is 0.035¿ and therefore the guidewire lumen was not fully supported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.